Manufacturer narrative:
The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the vessel was 7.7mm to 7.9mm; there was mild calcification; mild tortuosity, and no report of difficulty with transition of the sheath and dilators into the patient's vasculature. It is likely that patient vessel factors (smaller than indicated size, calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, during removal of the retroflex 3 (rf3) sheath, a perforation in the left external iliac was seen under fluoroscopy. The perforation was repaired using covered stents. Per additional follow-up with the initial reporter, the patient remained stable after the procedure. Per report, the patient was prepped and draped in the usual sterile manner. The right groin was used for venous and arterial access. The left groin was used to obtain percutaneous access for a 24mm retroflex 3 sheath. An 18g seldinger needle was used to access the left common femoral artery and a wire was placed though the needle into the left common femoral artery. Two 6fr perclose devices were deployed into the left common femoral artery for closure at the end of the procedure leaving the sutures held in place using a mosquito clamp attached to the patient drape. Once the sutures were secured serial dilatation was started using all the dilator 16fr through 28fr. The 28fr dilator was left in place for about a minute and then removed. The 24fr rf3 sheath was then place into the left common femoral artery with minimal difficulty. The 23mm x 3cm balloon was used for sizing and was decided after balloon inflation that a 23mm sapien valve would be used. The rf3 and 23mm sapien valve were introduced and deployed without any difficulty. Once the 23mm sapien valve was deployed the rf3 was removed. A 10mm x 40mm foxcross was delivered from the contralateral side into the left common iliac and deployed occluding flow down the left common iliac. With the balloon in place the 24fr sheath was removed from the left common femoral artery. The perclose sutures were then detached from the drape and were both knotted in place. Once they were done with knotting, the perclose sutures the balloon was deflated and groin was check for bleeding. With the balloon deflated the puncture site was oozing blood and manual pressure deployed immediately. An angiogram of the left common iliac was performed showing a small perforation of the external iliac. The patient was stable throughout and without any hemodynamic changes. The 10mm x 40mm foxcross was deployed again into the left common iliac occluding the site of perforation and was held there for five minutes. After five minutes, the balloon was deflated and an angiogram was performed of the left common iliac showing a continued perforation with extravasation of contrast. The balloon was redeployed and inflated to occluded flow through the perforation. A 9mm x 60mm atrium covered stent was prepped. The balloon was deflated and removed. An angiogram of the left common iliac was repeated show continued extravasation through the perforation in the external iliac. The 9mm x 60mm atrium covered stent was delivered into the left common iliac from the contralateral side and position using fluoroscopy. Once the 9mm x 60mm atrium covered stent was positioned it was deployed and observed using fluoroscopy. The stent balloon was removed and an angiogram of the left common iliac was performed showing no extravasation of contrast. Additional angiograms were performed of the left common iliac showing no extravasation of the external iliac. The remaining sheaths were removed. The patient was then place on a stretcher and transferred to the intensive care unit in stable condition.